Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4). On behalf of the importer (B)(6). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
The pt was being transferred from his bed to his wheelchair. Two caregivers were in position and helping with the transfer. The pt was bumping the sling clip in a way that the clip could detach from the hanger bar locking pin. He was sliding out of the sling, fell to the floor and bumped his head.